Event description:
It was reported that a cartridge alarm occurred during the load sequence and insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 450 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.